Manufacturer narrative:
It was reported that during use of an edi catheter on patient, some information (values from the edi catheter sensors) was occasionally missing on the screen. The issue is confirmed in provided screen shots from the event. The root cause of this is most likely a misplacement of the edi catheter. If the edi catheter is not correctly placed in the patient, the signal may be weak due to no tissue contact. If the quality of the edi signal is not sufficient to control nava and the apnea conditions are fulfilled, the ventilator will automatically switch over to backup ventilation according to backup parameter settings at the end of the set apnea time. Appropriate alarms are then generated. In this case, the patient was instead transferred to another ventilator with treatment in pressure controlled ventilation mode. Provided ventilator logs shows that alarms for leakage too high, peep low and check tubing were generated on the reported event date. These alarms indicate a leakage in the patient breathing circuit. The trend log shows that during the period where the leakage occurred, no edi values were measured. Trend values for inspiratory and expiratory minute volume measurements are however measured, which indicates that the leakage situation is occurring during short time periods. Based on the provided information, logs and screen shots, our conclusion is that the issue with the patient¿s difficulties to trigger the breathing support and subsequent desaturation was most likely caused by a leakage in the breathing circuit. There are no indications of ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment with non invasive ventilation in neurally adjusted ventilatory assist (nava) supported mode, the patient experienced difficulties to trigger the breathing support from the ventilator. The patient desaturated and was switched to another ventilator in pressure control mode. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).